Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level since the customer declined to provide this information. The customer was instructed to replace the cartridge, but when unable to resume insulin delivery, the pump was replaced. The customer did not disclose the backup therapy method to ensure uninterrupted insulin delivery.